Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lead revision procedure, set screw anomaly was observed on the device. The set screw of the device was backed all the way outside of the header and stuck on the end of the wrench. Device was explanted and a new device was implanted. Patient was stable during and post procedure.

Manufacturer narrative:
The reported inability to loosen/tightly the lv set screw was not confirmed in the laboratory because the lv set screw was not returned and could not be analyzed. An lv test screw was used and the leads were able to be secured leads when fully tightened and the leads were loosened when released. The rv and svc set screw was found to be stripped and contained silicone. The cause of the field event remains undetermined.